Event description:
It was reported that when the patient had his leads explanted due to staphylococcus aureus infection, the device was left implanted. When the leads were going to be implanted again, it was discovered that the device was "infected" too, wherein everything was explanted. The patient reported that while the implanting/explanting physician did not treat the patient with an antibiotic, his health care professional did. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37744, serial# (B)(4), product type programmer, patient, product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3487a-45, lot# va0093k, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3487a-45, lot# v978853, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3487a-45, lot# va0093k, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).